Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his sensor reading caused a predictive low alert, but customer's blood glucose was actually 168 mg/dl. His sensor readings and blood glucose levels were off. Customer also reported multiple calibration and sensor errors. Customer was advised to call in when the sensor reading discrepancy occurs in order to troubleshoot the issue. Customer did troubleshooting for the calibration and sensor errors. Customer uses proper insertion and sensor methods. The transmitter passed the test plug procedure. Customer's current blood glucose is 71 mg/dl. Nothing further reported.